Event description:
It was reported that pacemaker patient presented to the emergency room as they experienced a syncopal episode and fell and it their head. At this time, the cause is unknown. The patient advocate noted the patient may have fallen asleep while standing. The local a read field representative was contacted for additional information, however, at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.